Event description:
Received information stating customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was high.

Manufacturer narrative:
Follow-up with the customer, the following day indicates that the customer had not received any further occlusions and blood glucose level was good. No product evaluation. Should new relevant information become available, a follow up report will be submitted.